Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. During use of the first clip delivery system (cds-80123u258), when establishing gripper line removability in the anatomy, the gripper line could not be removed; therefore, the cds was removed with the clip. An attempt was made to remove the line when it was outside of the anatomy and it still could not be removed. A new cds (80123u214) was advanced and grasped the leaflets. Gripper line removability was established and the clip implanted; however, the gripper line was not easy to remove, but was successfully removed and mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability to remove/translate the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported inability to remove/translate the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.